Manufacturer narrative:
An event regarding "assembly issues" due to damage involving a triathlon handle was reported. The event was confirmed. Method & results: -device evaluation & results: examination of the material analysis engineer indicated "the deformation is observed at the hexagonal surface consistent with contact against a hard object. "A functional test was made to attach a box chisel (part no. 6541-4-709) to the returned handle. The deformed burs around the rim of the handle's hexagonal recess kept it from being properly mounted to the handle. -medical records received and evaluation: no medical records were received for review with a clinical consultant. -device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies -complaint history review: there has been no other event for the lot referenced. Conclusions: the investigation concluded that examination of the material analysis engineer indicated "the deformation is observed at the hexagonal surface consistent with contact against a hard object." The deformed burs around the rim of the handle's hexagonal recess kept it from being properly mounted to the handle. The device has been in service for more than 5 years. If additional information becomes available, this investigation will be reopened.

Event description:
It was reported that the impaction handle would not lock onto impaction head.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the impaction handle would not lock onto impaction head.